Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003 - repair of ventral incision hernia with flat mesh. A right breast lumpectomy and primary repair of an umbilical hernia were also performed. On (B)(6) 2003 - primary repair of recurrent abdominal wall ventral hernia. The previously placed flat mesh was not mentioned in the operative report. On (B)(6) 2003 - admitted for abdominal cramps, distention and diarrhea. Work-up revealed enteritis secondary to clostridium difficile. There were no issues related to her hernia repair. On (B)(6) 2004 - admitted for nausea, vomiting, diarrhea, and abdominal pain. An endoscopy revealed gastritis, pelvic ulcer disease, esophagitis, right sided colon edema, polyps, pan-diverticulosis, and nonspecific colitis. On (B)(6) 2005 - repair of recurrent ventral hernia with ventralex mesh. The previously placed flat mesh was not mentioned in the operative report. (Note: there is no indication that there were any issues related to the ventralex mesh). On (B)(6) 2005 - (B)(6) 2005, postoperative clinic visits, four visits in total, pt was noted to have recovered well from her surgery. On (B)(6) 2007, admitted for nausea, vomiting, and severe chest pain. Work up revealed non cardiac chest pain and gerd. Her symptoms were treated and prilosec was prescribed. On (B)(6) 2007, repair of recurrent ventral hernia with non-bard mesh. Reportedly, the flat mesh had pulled away from the inferior aspect of the fascia leaving the ventral hernia. The flat mesh was well incorporated and was left in place.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. Currently, there is no connection that can be made between the pt's abdominal symptoms and any issue with the device. It appears her symptoms are related to gastrointestinal disease. The info provided indicated that the pt was treated for recurrence, which is a known for possible adverse reaction listed in the IFU. Additionally, the medical records indicate the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.